Event description:
Healthcare provider reported a right side "exposure-wound failure". Healthcare professional later reported infection. The device has been explanted.

Manufacturer narrative:
The reported events infection (early onset) and exposure are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "exposure-wound failure", "infection".

Event description:
Healthcare provider reported a right side "exposure-wound failure". Healthcare professional later reported infection. The device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: d6a, d6b